Manufacturer narrative:
(B)(6) received the universal master controller (umc) board associated with this complaint and completed its investigation. Failure analysis (fa) could not replicate the reported problem and the error code could not be confirmed in the error logs for the remote system. The board was installed on the system and there were no errors and normal system operation was observed. The cart was driven and all motors of the gantry were driven through their full range of motion with no issues. The system ran 10 power cycles with this board with no errors and remained in the system for over two hours with no problems reported. The board was tested in both umc slots on the card cage since it was not specified which board (umc 1 or 2) was replaced. Fa noted no issues were found through visual inspection and concluded that there was no trouble found (ntf) on the board. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced non-recoverable fault error codes #17 and #32. The (B)(6) technical support engineer (tse) had the customer check all fiber cable connections but the customer continued to encounter the 17/32 faults. The tse noted that the system logs pointed to the set up joint (suj) 4 distal tornado brake mismatch error. At that time, the customer made the decision to complete the procedure using another da vinci surgical system. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2018, (B)(6) contacted the initial reporter and obtained the following additional information: the initial reporter explained that the reported issue occurred during the procedure after ports were placed. The or staff completed the case on another da vinci system and there was no reported patient injury nor harm. An (B)(6) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not find or reproduce error 23098 on a different vision side cart. The universal motion controller (umc) board was replaced and fse performed suj gravity test to make sure distal is working without any issues.